Manufacturer narrative:
The investigation found corrosion on the pcb and battery stacks. Fluid path testing was performed and fluid was observed leaking through a hole in the unexposed portion of the soft cannula resulting in the observed corrosion. Review of the device data returned an 0x40 alarm which indicates a rotational sensor error occurred. During the investigation, residual fluid resulting in contamination was observed on the commutator cap. This contamination contributed to the abnormal rotational sensor data resulting in the hazard alarm.

Event description:
It was reported the patients blood glucose level rose above 250 mg/dl while wearing the pod between 4 and 24 hours. Treatment was not provided.